Manufacturer narrative:
Correction information was provided in h.6. (On initial MDR the health impact code of f1905 was submitted. It should have been f24 on the original MDR.) Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned in the lens case. Viscoelastic was dried on the lens. The lens was cleaned with klrp. The lens had a narrow scrape mark with material removed at the edge on the anterior surface. There was a narrow scratch on the haptic gusset area, anterior. There were also narrow scrape marks on the center of the posterior surface. This damage was similar in appearance to damage caused by forceps. The lens was foldable using folding tweezers and unfolded with no abnormalities observed. The lens was placed into the loading area of a qualified company cartridge with no issues observed. Product history records were reviewed, and the documentation indicated the product met release criteria. Qualified associated products were indicated. No problem was found with the returned lens. The lens was cleaned. The lens was foldable with folding tweezers. The lens was inserted into the loading area of a company cartridge with no issues observed. The lens had narrow scratches, which appeared to be caused by forceps. The instructions for use (IFU) instructs to use ophthalmic viscosurgical device (ovd) that has been allowed to come to room temperature. If the temperature of the ovd or operating room was too cold the lens may have felt hard. Use the company cartridge at operating room temperatures between 18 degrees centigrade (64 degrees fahrenheit) and 23 degrees centigrade (73 degrees fahrenheit). The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during intraocular lens (iol) implant procedure, the lens was hard, and they had difficulty loading lens. They tried 5 times. The procedure was completed the same day. Additional information has been requested and received tech was unsuccessful in loading the lens to the cartridge because the lens was stiff and the leading haptic will not even fold.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).